Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) was inserted. While advancing the was, a clot was seen on the septum on the side of the right atrium. The was was advanced further, and the laa closure procedure was completed successfully with the clot remaining on the septum on the side of the right atrium. No further patient complications were reported, and the patient was discharged home following the procedure.

Manufacturer narrative:
B5: describe event or problem - procedural details updated.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) was inserted. While advancing the was, a clot was seen on the septum on the side of the right atrium. The was advanced further, and the laa closure procedure was completed successfully with the clot remaining on the septum on the side of the right atrium. No further patient complications were reported, and the patient was discharged home following the procedure. It was further reported that during the procedure, no extra heparin was given. The activated clotting time (act) was taken after transseptal puncture by the operators.